Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the patient implanted with this pacemaker experienced a syncopal episode and lost consciousness during a device interrogation at a routine in clinic follow up appointment. The physician could feel a pulse, however, the patient remained unresponsive for a significant period of time. The device showed a battery status of 12 months remaining. It was suspected that the device underwent a reset during the device interrogation and resulted in pacing inhibition with an unknown duration of asystole. It was noted that the device was part of an advisory population, however, the device had not reverted to safety mode. A copy of device data was sent to technical services (ts) for review. Review of stored device data showed the device experienced a power on reset at the time of the in-clinic device interrogation. Due to the potential for safety mode, the physician opted to perform an urgent device replacement procedure. This device was explanted and replaced with a non-boston scientific device. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.